Event description:
Plaintiff alleges latex sensitization and as a result has sustained serious, severe and permanent bodily injuries, pain and suffering. Further alleges sustaining numerous injuries, including asthma, rhinitis, respiratory problems, hives, contact dermatitis, throat soreness, fatigue, headaches, extreme discomfort, depression and emotional distress from latex exposure. Plaintiff alleges that as a direct and proximate result of the acts of defendants he has been deprived of the love, services, advice, companionship and consortium of his wife, plaintiff.